Event description:
The customer reported to the baxter sales representative that the center piece (male connection) of the interlink injection site that goes into the peripherally inserted central catheter (PICC) line, where the fluid goes through, broke off into the PICC line when the nurse attempted to disconnect the injection site, obstructing the PICC line. The customer indicated that they do not use hemostats or excessive force for removal. The PICC line was set up in the intervention radiology department. It was indicated that the male adaptor end appeared twisted and broken in the PICC line. The patient was immediately transferred to the intervention radiology department to have a PICC line re-inserted as a result. Other than this, it was indicated that there was no patient injury. This condition occurred within the past 2 months in one of the intensive care units (icus) with patient. The customer is concerned because re-inserting the PICC line exposes the patient to possible infection. This report is related to multiple patient incidents. The facility's radiology department lead technologist was contacted and indicated that the PICC line used is from navilyst (boston scientific). The lead technologist indicated that it is unknown what drug was being run through the interlink injection site or for how long the interlink was in use prior to the incident. The lead technologist sent in 5 unused samples for evaluation, although it is unknown if these are from the same lot as the product used in this incident. No further complaint information is available.

Manufacturer narrative:
Evaluation summary: five unused samples from one lot number were received for evaluation although it is unknown if these samples are from the same lot as from the lot involved in the incident. All five samples arrived in sealed pouches. Each sample was removed from the pouch and assigned a number from 1 through 5. Each sample was then visually inspected for any obvious defects. All five samples appeared normal with no obvious visual defects noted. The male luer of each sample was then international organization for standardization (iso) gauged. All five male luers passed the iso gauging requirements. Because no obvious visual defects were found and all five male luers passed the iso gauging requirements, the reported problem could not be confirmed.